Event description:
A non-healthcare professional reported that patient is experiencing diffuse lamellar keratitis in the left eye after lasik surgery, and the patient underwent treatment as per the prescribed drugs. Patient doing well. Additional information received as all of the patients from prior weeks have had complete resolution of their diffuse lamellar keratitis, are seeing well, and are happy with the care. There are multiple related reports for this event. This report addresses the patient (B)(6), left eye and other manufacturer reports will be filed.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The device was successfully verified prior to the day of event. Most recent onsite visit from field service engineer was performed and signed service installation record. System meets specifications as per service installation record. No on-site visit by a field service engineer was identified in relation to the reported issue. No further investigation of the logfiles and review of the treatment reports are necessary. The root cause could be identified and the logfiles and treatment reports from earlier reported cases from this cluster were reviewed and no contributing factors for diffuse lamellar keratitis could be identified. Typically, diffuse lamellar keratitis is not directly attributable to the device. Contributing factors of diffuse lamellar keratitis could be sterilization of instruments, environment of the facility, surgical techniques as well as pre- and post-operative medications. According to attached information, the room conditions could be a contributing factor. The room air vents are directly above the patient's head blowing down at the head of the laser bed. The site tests the room and other external factors. Statement from a surgeon at the reporting clinic: it has been an issue for the last two years on and off, and they have made conscious efforts to address sterilization. No part is expected to be returned to device for evaluation. The root cause of the reported issue could be determined as external (facility environment related) based on a poorly maintained air condition system. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: system was successfully verified after the surgery date. Most recent onsite visit from field service engineer performed and signed service installation record. System meets specification as per service installation record. No on-site visit by a field service engineer was identified in relation to the reported issue. The review of logfile for the day of treatment shows all laser system functions were within specifications. The beam control check correction factor was twenty-five microns. The logfile shows that the beam control check was performed about one minute and eleven seconds before the start of the treatment and not immediately before the treatment. The surgeon missed vacuum two twice during the docking process/before the treatment. The treatment of the patient's left eye was finished successfully. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. Review of logfiles for the treatment day shows no warning or error messages. No technical root cause could be identified during logfile review. The system was working within specification. No part is expected to be returned to manufacturer for evaluation. Typically, diffuse lamellar keratitis is not directly attributable to the device. Contributing factors of diffuse lamellar keratitis could be sterilization of instruments, surgical techniques as well as pre- and post-operative medications. According to attached information, the room conditions could be a contributing factor. The room air vents are directly above the patient's head blowing down at the head of the laser bed. The site is testing the room and other external factors. Statement from a surgeon at the reporting clinic: "it has been an issue for the last two years on and off, and they have made conscious efforts to address sterilization." No root cause for the reported event could be determined, as the device was found to meet specifications. The manufacturer internal reference number is: (B)(4).